Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. No intervention was reported. The patient was in unknown condition.

Event description:
New information received notes that the event was noted in-clinic, the patient is stable, the healthcare facility for this event is university of kansas hospital, and programming changes were recommended to resolve the event.

Manufacturer narrative:
Additional information: h6: codes should reflect device not returned. Additional information :b3: field should be marked jul 1, 2022. Additional information: g2: field should be marked with user facility and company representative.

Manufacturer narrative:
Correction g2- field should be marked with "company representative", which was not included in previous report.